Event description:
The customer contacted the olympus technical assistance center (tac), to report that they are getting a b30, communication error, with two scopes on the evis exera iii xenon light source. This occurred after the completion of a esophagogastroduodenoscopy (egd) procedure then switching over to a colonoscopy. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was asked to power off the system, remove the scope, clean the contact point on the scope, let it dry, connected back to the clv-190 and power the system back on. This did not resolve the issue. The customer was then asked to reseat the maj-1933 cable but it did not resolve the issue either. The customer was advised if they had other towers with the cv-190 and the clv-190, then they could swap the clv-190 and observe the result. The customer stated she would prefer the local territory manager provide assistance. The device was sent to olympus for evaluation with an additional complaint of an e216 communication error. Upon inspection testing of the returned device, the user's request was not confirmed. The unit was tested with a test cv-190 video processor and with the following test scopes: ltf-s190-5, ltf type vh, gif-h180, gif-h190 and cf-hq190l. The error did not occur during testing and the video image was functioning normally. However, it was discovered, the air pump output pressure was out of specification, the light output measure was out of range, the olympus lamp was expired and the life meter was reading at 900+hours. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the b30 error be confirmed. Olympus will continue to monitor field performance for this device.